Manufacturer narrative:
Complainant reported that a revision surgery was required due to non-union of an osteotomy wedge. The implant was explanted about two and a half years after the original surgery. The implant was replaced by a bone wedge with plate. The implant was not returned for investigation nor were any radiographs provided. The production records were reviewed for the product involved. No manufacturing deficiences were identifed that could have contributed to this event.

Manufacturer narrative:
No product was returned to the manufacturer. No radiographs were provided. There was no information available on whether the patient was compliant with post-operative instructions. Information received indicated that supplemental fixation was not used during the initial surgery.

Event description:
It was reported to 4web that a revision surgery was required to be performed on a patient where non-union was observed. The initial surgery was performed with a 4web osteotomy wedge.